Event description:
The customer observed an unexpected hyperthyroid vitros tsh result for a single patient sample processed on a vitros 5600 integrated system, based on euthyroid vitros ft3 and ft4 results, and compared to an assumed euthyroid tsh result using a non-ocd method. Vitros tsh hyperthyroid result of 0.052 ¿iu/ml (vitros euthyroid reference interval 0.465-4.68 ¿iu/ml) vs. An assumed euthyroid result of 2.06 ¿iu/ml. Biased patient results of the direction and magnitude observed may lead to inappropriate physician. The patient result was reported to a physician who questioned the result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that an unexpected hyperthyroid vitros tsh result was obtained for a single patient sample processed on a vitros 5600 integrated system, based on euthyroid vitros ft3 and ft4 results, and compared to an assumed euthyroid tsh result using a non-ocd method. Root cause for the event could not be determined with the information provided; however, the possibility that the presence of an unknown sample interferent had contributed to the result could not be ruled out. The investigation found no evidence to suggest their vitrostsh reagents or vitros 5600 system had malfunctioned.